Event description:
Patient was revised because the patella had sheared off at the pegs. Poly wear of the posterior medial wear of the rim of the insert was also reported. (Right knee).

Manufacturer narrative:
The device associated with this report was not returned. A complaint database search finds no other related reported incidents against the provided product and lot combination since its release for distribution. Requests for additional investigational inputs were made in accordance with (B)(4). It was communicated that no additional information would be made available. The investigation could not draw any conclusions regarding the reported polyethylene wear. Based on the inability to determine a root cause, the need for corrective action was not indicated. Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.